Event description:
Event description cpi received information that during the implant of this implantable pulse generator(ipg), the physician could not see a second seal plug and setscrew. The ipg was exhibiting oversensing in the bipolar mode and there were no issues in the unipolar mode.